Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery and removal surgery on (B)(6) 2011 and mesh was implanted during which the surgeon noted small bowel and omental adhesions to the mesh. The surgeon took down the adhesions. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2011. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2013 during which the surgeon noted fractured mesh and adhesions. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2016 during which the surgeon noted the mesh was folded on itself on the periphery. There was also granulation tissue and extensive scar tissue around the mesh in that area. The displaced mesh was removed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. The patient had a previous mesh implanted on (B)(6) 2010 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/7/2020. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.